Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two leads from the same lot. It was reported the patient has been receiving inadequate stimulation since undergoing a colonoscopy. An impedance check revealed high impedance on several contacts. Reprogramming provided good coverage, but the patient will undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2016. The doctor also electively explanted and replaced the patient's ipg (with a different model) and anchors. Surgical intervention resolved the patient's issue.